Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients vibratory aler had been activated for low out of range high voltage lead impedance. False readings and postponed measurements were suspected. Device remains implanted. No further information is available at this time.